Manufacturer narrative:
H10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum iq pumps had increased upstream occlusion alarms after software updates. This occurred during a 48 hour infusion of cefazolin in the klarman 10-south unit. The nurse stated "they were stopping kvo (keep vein open) on the patient because of all the alarms". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.